Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two bent cannula events on (B)(6) 2026. The blood glucose level was 401 mg/dl and patient used multiple daily injection (mdi). Patient experienced polydipsia, urinary frequency / polyuria at the time of the event. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.